Event description:
It was reported that during a scheduled follow up, the lead exhibited high thresholds and loss of capture. A chest x-ray revealed that the lead had dislodged. A lead revision would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.